Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 09/9/2019. H3 evaluation: the actual sample product code: anx12 device was returned for analysis. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident and the complaint was observed.

Manufacturer narrative:
Product complaint #: (B)(4). The following additional information was requested and the following was received: what was done to treat the shard penetration? Standard first aid was medical or surgical intervention required? Washout and sticky plaster . Was there any special diagnostic test performed? Standard sharps injury protocol bloods for patient and surgeon . What is the status of the surgeon injury today? Healed wound (small) . Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No different to normal . Was the ampoule crushed repeatedly? Single crush . Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes ,awaiting return . Can you identify the lot number of the product that was used? Pch859. Attempts have been made to obtain the device. To date the device has not been returned to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2019 and topical skin adhesive was used. The glass splinter from the inner tube pierced the outer tube of the adhesive applicator and stuck in surgeon's finger. Standard first aid and standard sharps injury protocol for blood tests for patient and surgeon. Performed a washout and sticky plaster. The wound healed (small).